Event description:
A pt was being scanned with a stereotactic frame attached to her head. The pt sustained a burn at the point where the stereotactic frame screws were inserted into her skull. The blister received was an approx 2cm circle around the frame stud. Info as to what medical treatment the pt received was not provided by the site. The stereotactic frame is manufactured by elekta.

Manufacturer narrative:
Investigation is ongoing.